Event description:
Inflammation in injected knee [arthritis]. Edema in injected knee [oedema peripheral]. Joint effusion of injected knee [joint effusion]. Pain in injected knee [arthralgia]. Case description: licensee-spont report received on 02-jul-2010 and 07-jul-2010, from a physician via a company rep regarding a (B)(6) male pt, initials (B)(6), with a relevant medical history of knee osteochondritis. The pt received the first and second injections of synvisc into the knee on unk dates in (B)(6) 2010. The synvisc lot number was not provided. The pt received the third synvisc injection into the knee on (B)(6) 2010. On (B)(6) 2010, 24 hours after receiving the third synvisc injection, the pt presented with pain, inflammation, edema, and joint effusion of the injected knee. The physician assessed the intensity of the events as severe with an outcome of temporal (temporary) disability. As treatment for the events, rest and flotac (diclofenac colestyramine) were recommended. The physician assessed the relation of the events to synvisc as definite. As of the date of receipt of the report, the pt was improving but had not yet recovered. Concomitant medications reported included: glucosamine indicated for osteochondritis. See MFR's control numbers: (B)(4) for other adverse event(s) from this reporter. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.